Manufacturer narrative:
Correction: b4/f8: date of this report in MDR follow up #1 is being corrected from blank to 05/12/2021.

Manufacturer narrative:
Device manufacture date: august 06, 2018 - august 07, 2018. The actual devices were not available; however, a photograph of one sample was provided for evaluation the photograph was visually inspected and observed the spike port tube with the cap detached from the spike port. The reported condition was verified. The cause of the condition was not determined; however, the most likely cause was due to inadequate or lack of cyclohexanone applied to the spike port tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported 2 5000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked. The event was further described as the "middle port fell out and all drug components leaked out onto" the air flow hood. The event occurred during product preparation; which is prior to patient use. There was no patient involvement. No additional information is available.